Manufacturer narrative:
Requested product from consumer. Further investigation of product pending return by consumer.

Event description:
Throat swollen [pharyngeal oedema]. Mouth swollen [oedema mouth]. Face swell up [swelling face]. Throat was closing [throat tightness]. Case description: synopsis: a consumer reported that used fixodent denture adhesive, control cream for the first time in 2007, and immediately the product made her face swell up; her mouth and throat swelled up. The consumer went to the emergency room where she was kept overnight and released the following day. She reported that she was in the intensive care unit. The consumer reported that her symptoms lasted for approximately six hours and resolved. A consumer reported that they, a female, used fixodent denture adhesive, control cream 1 applic, 1 only for 1 day on the same day, and the product made her face swell up; her mouth and throat swelled up so bad that she had to go to the emergency room where she was kept overnight and released the following day. She reported that she was in the intensive care unit. The consumer reported that her symptoms laster approx six hours and resolved. The case outcome was recovered. Past medical history incuded: allergy - unknown, medical history - unknown. No further information was provided. The following month update: details revealed in a review of the initial contact of five days earlier: the consumer reported that she used fixodent because it was hard to keep her bottom teeth in; they did not stay in like the top teeth. She reported that she had a friend who used fixodent; she put her friend's fixodent in her mouth and her mouth immediately started to swell; her mouth and throat swelled; the swelling swelled for six hours. The consumer reported that she went to the hospital and she was in intensive care and watched for twenty four hours. She stated that the hospital thought they were going to have to open the airway for her; her mouth was huge and her throat was closing; the swelling stopped miraculously after six hours. The consumer reported that she just used the product one time and she never used it again. She reported that she needed to know what was in the tube so she could find something that she could use; she did not know what made her swell; she wanted to know the adhesive that was in the product because she did not want to buy something else that had the same adhesive and have to go back to the hospital and this time maybe die. She stated that she did not have any allergies that she knew of until the day she used the product. No further information was provided.